Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 20 months of support, the pt was experiencing red heart alarms while connected to the power module (tethered support). A review of the pt's historical data showed that the system controller had recorded "power cable disconnected" and "low speed operation" alarms. The pt was admitted to the hospital for further eval. The hospital requested a modified power module pt cable from the manufacturer for the pt's use. Info regarding thorough review of a potential compromise in the percutaneous lead, complications as well as limitations of a modified pt cable was provided to the hospital's vad team.

Manufacturer narrative:
The pt continues on lvad support. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.